Event description:
Primary graft failure after transplant of cornea tissue. Graft failure not related to donor tissue. Donor died of ami. Donated cornea's to pt for pkp transplant. Pt diagnosed with bullous keratopathy.